Manufacturer narrative:
(B)(4). The sample was unavailable, therefore no evaluation could be performed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
The customer reported a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the potential causes. The tsr had the home patient (hp) close all of the clamps and cycle the power. The hp removed the cassette. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. There was patient involvement, however no adverse event was indicated at the time of the initial report.